Manufacturer narrative:
On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
We received an allegation of a questionable inr result for 1 patient tested with coagucheckxs pro serial number (B)(4). Compared to a laboratory value measured with innovin reagent on a siemens ca 2500. The meter result was 24.5 seconds (2.0 inr) at an unknown time on the same day. The result from another coagucheckxs pro meter with an unknown serial number was 23.6 seconds (2.0 inr). The laboratory result was 18.2 seconds (1.71 inr). The patient's therapeutic range was 2.0-3.0 inr."